Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial total hip arthroplasty in (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a screw backing out of the femoral component. The screw was removed; however, the surgeon was unable to insert another screw. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿

Event description:
It was reported that patient underwent an initial total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to a screw backing out of the femoral component. The screw was removed; however, the surgeon was unable to insert another screw. During the procedure, the tibial bearing was also removed and replaced. No further information has been provided.